Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The weekly trend show maximum lv impedance increasing from baseline of near 400 ohms to >4000 ohms in july 2014. The minimum lv impedance increases from baseline of near 350 ohms to >4000 ohms in (B)(6) 2015. Concomitant products: d314trg ICD implanted: (B)(6) 2012; 5076-45 lead implanted: (B)(6) 2011; 5076-52 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular lead had high impedance and a possible fracture. The device was noted to have a longevity less than expected. The lead was and not replaced. The device was replaced. No patient complications have been reported as a result of this event.